Event description:
It was reported that the customer experienced a blood glucose (bg) level of below 40 mg/dl. Pump data review by tandem technical support showed customer delivered a large bolus prior to experiencing the low bg. Customer required assistance from partner to treat bg level via glucagon and glucose tablets. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.